Manufacturer narrative:
Device evaluation completed on november 13, 2020: during the visual evaluation of the device, a bubble was observed measuring approximately 1.5 cm x 1.0 cm. No scratches or shell irregularities were found. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected. Bubbles will not cause injury or illness to the customer and is unlikely to render the product unusable or difficult to use. Unfortunately, after a thorough analysis we were unable to confirm your reported event. If you feel this needs to be submitted for additional review, please provide any additional supporting documentation for review. In addition, all return kits are now assigned and pre-labeled for each unique case. Please confirm the correct device was returned in the pre-labeled return kit. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device photo evaluation completed on september 8 2020; upon visual evaluation of the image provided in the complaint, some bubbles were observed in the gel. No apparent damage or visual anomalies were observed in the shell of the product. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. According with manufacturing investigation these bubbles will not cause injury or illness to the customer and is unlikely to render the product unusable or difficult to use. Although the product was not received, the manufacturing records of the lot-serial number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor memorygel 300 cc silicone breast implants which the implant surface was scratched and the surgeon decided not to use it. No information received in regard to replacement device. There was no patient contact or adverse event reported.